Event description:
It was reported that defibrillation threshold testing was performed on this right ventricular (rv) lead, where testing revealed it was difficult to convert the rhythm and it took 8 shocks before the rhythm converted. Subsequently, this rv lead was explanted as part of an upgrade procedure as positioning appeared to be suboptimal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
This supplemental report is being filed to include device analysis details.